Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. On (B)(6) 2022, the auxiliary channel tested positive for 238 colony forming units (cfu) of sphingobium yanoikuyae. The subject device went through a second disinfection procedure and cultured. On (B)(6) 2022, the auxiliary channel tested positive for 40 cfu of sphingobium yanoikuyae. The customer did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The air/water channel, auxiliary water channel, balloon channel, and forceps elevator wire channel, are also flushed. Detergent is used for precleaning. Manual cleaning is then performed by brushing the instrument/suction channel, suction cylinder, and instrument channel port, balloon channel, and distal end/areas around elevator, with albyn and olympus brosse brushes and anios clean excell 2 detergent. Manual disinfection is not performed. The scopes are stored in a drying cabinet. Olympus is the maintenance company. The scopes are not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured, and 1 cfu of micrococcaceae, and 2 cfu of gram-positive bacteria and coagulase-negative staphylococci were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.